Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported metal cap was loose/rotating was confirmed. Analysis identified that the fiber glass cap was rotating independently of the metal cap, indicative of a glue failure. In addition, a circumferential fracture at the proximal end of the fiber/cap fusion zone was identified. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the proximal circumferential fracture and glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture and glue failure.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke. The metal cap was loose/rotating, but it remained attached to the fiber. It was noted that pressurized saline irrigation was used. It was not clarified whether there was a physical break of the fiber tip or if any fragments fell inside the patient. It was noted that no light was emitted at any point along the length of the fiber body. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke. The metal cap was loose/rotating, but it remained attached to the fiber. It was noted that pressurized saline irrigation was used. It was not clarified whether there was a physical break of the fiber tip or if any fragments fell inside the patient. It was noted that no light was emitted at any point along the length of the fiber body. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.